Event description:
A report was received that the patient is experiencing pain at the pocket site. The pocket is swollen and tender to touch. The patient will undergo an explant procedure.

Event description:
A report was received that the patient is experiencing pain at the pocket site. The pocket is swollen and tender to touch. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was explanted and is reportely doing well. Additional suspect medical device components involved in the event: model: sc-3138-35, serial: (B)(4), description: phase iii lead extension 35cm, explanted devices will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.